Event description:
A male patient underwent aaa repair in 2009. The physician implanted a flex main body and was unable to cannulate the contralateral side (left common iliac) due to a very tortuous anatomy. He decided to finish deploying the graft and implanted the ipsilateral (right common iliac) leg using a zt iliac limb. The physician tried to go up and over the bifurcation using a snare and a wire and was still unsuccessful. The physician decided to convert the bifurcated system into an (aorto uni iliac) aui and implanted a converter, main body extension, and an occluder. The hospital did not have any 36 diameter zak items consigned, but the natural aorta was measuring a 29mm diameter below the renals. The result was a success with no endoleaks, and the patient is doing well.

Manufacturer narrative:
The development of the zenith product line successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Specific to cannulating the contralateral limb, the IFU lists several factors to consider that if followed, may prevent difficulty from occurring; during main body placement, the contralateral limb should be slightly anterior to the origin of the contralateral iliac, which can be verified by the gold marker on the contralateral limb. The IFU states to confirm location of renal arteries prior to fully deploying contralateral limb. The IFU states to verify contralateral limb is at least 5mm above the aortic bifurcation. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. A definitive root cause could not be determined. However, the tortuosity of the anatomy of the patient appears to have been a contributing factor, of the user's inability to cannulate the contralateral limb. We will continue to monitor for similar complaints.